Event description:
If esc key is pressed on the veriflex keyboard, after rad-on and before rad-off, veriflex will fail to record the treatment and will not register the treatment as being complete. It is then possible to re-treat the same field.